Manufacturer narrative:
Lot 14310380: (B)(4).

Event description:
On (B)(6) 2016, the patient was being treated with gore&#59397;excluder&#59393;aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that while advancing the pxc141200/14310380 through the dsl1228/14777492 12fr dryseal sheath the amplatz super stiff guidewire backed out of the patient, the physician adjusted the wire. When the physician attempted to withdraw the delivery catheter after adjusting the guidewire the device became disconnected from the delivery catheter and was stuck and deployed inside the sheath. Both the sheath and the endoprosthesis were removed from the patient and discarded at the hospital. The physician used a new device and sheath and the procedure concluded with no further sequela. The patient tolerated the procedure.